Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 150mg/dl fasting. Verified the strips expired 10/17/2017 and were first opened (B)(6) 2015. Storage of the testing supplies was not disclosed by the customer. Reviewed meter memory: 1:355mg/dl fasting: yes. 2:316mg/dl fasting: no. Memory concerns:customer is concern with both results that are in the memory 355/316 mg/dl. Customer calling states that he just purchase the meter 2 days ago and the results are very high. Customer states that the meter is giving results over the 300s. Adverse event not reported. During a follow up call made (B)(4) 2015 in an effort to ensure the customers new replacement products are not showing high result as previously stated. I contacted and spoke to (B)(6) and he states that his meter is working fine. He have been testing for a few day now and his results are within his normal glucose range. 169mg/dl. Customer states that he was careless with his diet for a few days and he think that's why the results were high. Customer will continue to use the meter and did not have any medical intervention on the original call. Customer did not have any medical intervention since the last call. Customer is satisfied and comfortable with the glucose readings from the new replacement meter.